Event description:
The reporter states that the lancet will not retract into the softtouch lancet device. No accidental stick or adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.